Manufacturer narrative:
Concomitant medical product: product ID 97800 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostim ulator product ID 978b128 lot# va2q9g7 implanted: (B)(6) 2023- product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer representative (rep) had been having impedance concerns intra op while placing a system. Caller reported the impedances had been changing. Caller reported they are on their second ins. Patient services asked caller to confirm the lead was in the header snug and asked caller to confirm motor response on electrode pairings prior to close. Did not ask further questions as caller needed to go back to case. Additional information was received from the manufacturer representative (rep). They stated that the causes of the erratic impedances and the high/out of range impedances were not determined. The or lights were also aimed away from the ins during impedance check with no result. The second ins was implanted without issue. Once the patient was in recovery, the impedance check was normal. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97800, serial# (B)(4), implanted: (B)(6) 2023, product type: implantable neurostimulator; product ID: 978b128, lot# va2q9g7, implanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the results of the impedance check were varying each time they were checked. At least two out of the four electrodes were yellow and at times all four were yellow. There were high impedances. The case was sometimes out of range and other times it was not out of range. Medical affairs was contacted and they suggested the rep should make sure the lead was clean, inserted correctly, fastened tightly, and suctioned. Everything was performed multiple times with no change to impedance. The lead was also tested by tapping with j hook with expected muscular response observed. The first ipg was inserted into the pocket briefly before being removed to disconnect from lead and replace with second ipg due to the surgeon requesting new ipg. However, impedance issues remained consistent with both ipg's. The rep had performed multiple cases within this specific or and had never observed this kind of issue. Impedance was checked with ipg inside and outside of the pocket site. The cause was unknown. The issue was resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.